Manufacturer narrative:
Results: right head siderail.

Event description:
It was reported by service report that the patient head right siderail will not lock in the up position. No patient involvement or adverse consequences are reported.